Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-11802. It was reported the patient will undergo surgical intervention for an unknown reason. It was also reported the surgical facility does not want a sjm representative to be present during the procedure.